Event description:
Humidifier connected to ventilator overheated, melting chamber assembly to humidifier housing. Unit turned off. No pt harm. Humidifier connected to ventilator overheated, melting the chamber assembly to the humidifier housing. Humidifier alarmed. Rn on duty checked alarm, could see no error code and pressed reset. Unit alarmed again. She notified respiratory therapist on duty to come and check unit and again pressed reset. Before therapist would arrive in unit, rn received third alarm and could smell burning and see smoke. At this point she turned unit off. Digital display on humidifier read 37 c. Rn states tubing felt cool. All 3 alarms happened within 8 min period after vent check. Rptr interviewed rn and therapist. Both state no alarms prior to incident. Unit seemed to be functioning well. Draining ventilator tubing for condensate as usual. Pt seems stable with no change in condition or therapy being administered.